Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: cib rep wont stay on po# (B)(4). Delay: 30 minutes . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is an open bent clip on the main board. The bent open clip is not making contact with the led module. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.